Event description:
Device 3 of 3. Reference MFR report: 1627487-2013-1523, 1524. It was reported the pt's entire scs system was removed due to ineffective stimulation. It was also reported the pt suffered a fall several months ago and her ipg site became uncomfortable. The pt also needed an MRI.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.